Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - cage/ plate/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a removal procedure was performed due to the patient¿s infection. The screws and the connector were removed. On (B)(6) 2018 the primary procedure was performed. The expedium verse screws, the matrix transverse connector (unk) and the cfc cage (unk) were deployed. It was unknown if the removal procedure completed successfully. The patient outcome was unknown. This complaint involves three (3) devices. This report is for (1) unk - cage/plate. This report is 1 of 3 for (B)(4).